Event description:
Customer reports receiving an error 2 message and a temp icon message on her freestyle flash meter, getting low readings and subsequently "bottomed out and lost consciousness". The customer denies third party medical intervention or diagnosis. She reports eating "candy" and drinking "mountain dew" to counteract the medical event. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The prod was rec'd and investigated and the complaint was not confirmed. No new issues were observed, all results were within the range spec and no errors were observed during control solution testing.